Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that panel phoenix nmic/ID-307 is ID citobacter and providencia for isolate that is believed to be proteus. The following information was provided by the initial reporter: customer has had at least 3 isolates that look and smell like proteus, but are ID¿d by the instrument as citrobacter twice, and providencia once. Isolates appear to be proteus but were ID¿d as citrobacter and providencia. No adverse patient effects.

Event description:
It was reported that panel phoenix nmic/ID-307 is ID citobacter and providencia for isolate that is believed to be proteus. The following information was provided by the initial reporter: customer has had at least 3 isolates that look and smell like proteus, but are ID¿d by the instrument as citrobacter twice, and providencia once. Isolates appear to be proteus but were ID¿d as citrobacter and providencia. No adverse patient effects.

Manufacturer narrative:
H.6. Investigation summary: this complaint is not confirmed. This complaint is for misidentification of proteus as citrobacter and providencia when using phoenix panel nmic/ID-307 (449289) batch number 3010436. The customer did not return phoenix generated lab reports, panels or isolates for the investigation. To investigate, two retention panels from the complaint batch 3010436 were tested using in house isolate p. Mirabilis enf 21198 on a phoenix m50 machine and evaluated for identification results. Both panels correctly identified as p. Mirabilis, therefore this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.